Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was setting up for a clinical case today when they were unable to track the passive planar probe. They swapped the spheres for new ones and the issue continued. The site rebooted the system and the issue resolved. The site says that the issue only happens for one of the health care professional (hcp) at the site who uses the system. No other hcp has this issue. The issue occurred at least 8 times that day. They adjusted their workflow to allow time to verify instruments and reboot if needed, prior to bringing in the patient to prevent any patient impact or delay. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and resolved by creating a new surgeon profile. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was setting up for a clinical case today when they were unable to track the passive planar probe. They swapped the spheres for new ones and the issue continued. The site rebooted the system and the issue resolved. The site says that the issue only happens for one of the health care professional (hcp) at the site who uses the system. No other hcp has this issue. The issue occurred at least 8 times that day. They adjusted their workflow to allow time to verify instruments and reboot if needed, prior to bringing in the patient to prevent any patient impact or delay. No patient was present at the time of the event.